Manufacturer narrative:
The manufacturing records for the onxm-25 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A review of the available information was performed. The onxm-25 sn (B)(6) was implanted on (B)(6) 2019 in the mitral position of a 73-year-old female. Concomitant surgery included tricuspid valve replacement with a bioprosthetic valve, repair of a patent foramen ovale, and placement of epicardial pacer leads. Upon becoming aware of this patient's death, identified as (B)(6) 2019 (6 days post-implant}, an inquiry was sent to the implanting hospital who provided the implantation operative report and reported that the patient had died of cardiogenic shock. With the simple description of "cardiogenic shock" as our only post-surgery information, it is not possible to ascertain the probable cause of the cardiogenic shock. Consequently, there is no evidence that the on-x valve failed to perform as designed. From the operative report, the cardiac surgery for this patient was extensive and long. With reference to the instructions for use [IFU], cardiogenic shock is most closely aligned with heart failure, a recognized potential adverse event that may include an outcome of death. With the proximity to the operation, this death may also be interpreted as a possible operative mortality, which has a historical rate of 6.04% just for mitral valve replacement alone [edwards 2001]. While the patient is reported to have died from cardiogenic shock, a more conclusive cause of death remains unknown. There is no evidence that the on-x valve contributed in any way to this fatal outcome. Root cause for this event remains unknown. No further action is required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, "clinical email for proact trial subjects listed this patient as deceased. An obituary was found to confirm death date. Date of surgery, (B)(6) 2019. Patient deceased, (B)(6) 2019. Postoperative diagnosis: mitral valve stenosis. Tricuspid valve insufficiency. Patent foramen ovale. Procedure: epiaortic ultrasound scanning. Mitral valve replacement with a 25 mm on-x mechanical valve prosthesis. Tricuspid valve replacement with a 25 mm edwards magna ease bioprosthesis. Closure of patent foramen ovale. Right ventricular epicardial pacemaker lead implant.